Manufacturer narrative:
This ICD will be returned to boston scientific for analysis. This investigation will be updated should further information be provided or when analysis is complete.

Event description:
Boston scientific received information that during a routine follow-up, it was noted that this implantable cardioverter defibrillator (ICD) reached end of life (eol). Premature battery depletion was suspected. This ICD was explanted and will be returned to boston scientific for analysis. No adverse patient effects were reported.